Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, when the system was turned on "collimator initializing please wait" message was displayed. Rebooting the system resolved the issue. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.